Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel was unable to be further specified. Moreover, no deformation of the instrument channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. [Inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lusera colonovideoscope forceps channel was clogged. There was no report of patient or user harm associated with the event. The subject device was received at an olympus service center for evaluation. During inspection and testing, foreign material was observed in the forceps/instrument channel. This report is being submitted to for the malfunction [foreign material] found during the device evaluation.

Manufacturer narrative:
Additional information was received from the customer indicating that the foreign material likely adhered to the scope during endoscopy. Also, the customer confirmed that prior to returning the subject device to olympus for evaluation, the device was reprocessed as follows: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus. (B.) The customer said the foreign matter adhered to the endoscope. (C.) The foreign matter adhered to when I pulled out the clip forceps. It got stuck, (d.) The customer aspirates the water through the instrument/suction channel, (e.) The customer identified inadequate forceps channel brushing in the accessories for reprocessing, (f.) The customer presoaked the endoscope in the detergent solution, (g.) The customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge, (h.) And the customer brushed the instrument channel, instrument channel port, and suction cylinder. The following issues were observed during the device evaluation: due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob was out of the standard value. The adhesive on bending cover (a-rubber) was cloudy white, chipped, and cracked. The paint on the suction cylinder and scope connector was peeled. The universal cord was wrinkled. Scratches were observed on the universal cord protector on the control section side, on the camera cover (c-cover), on the image guide protector, and on switch 1. The c-cover was dented. Due to damage, the zoom/focus lever did not move smoothly. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.